Event description:
It was reported that the pump operated at high pressure while the panel indicated 40mmhg. Tubing chamber was 100% full. Bladder inside the chamber collapsed. Original clip on tubing sensor was removed prior to saline bag being spiked. There was infiltration of "serum" into extra-articular environment. Doctor had to make a larger incision than expected. After the procedure, doctor did a drain of the affected limb. Patient is well and was discharged the same day. Hospital was unable to indicate the affected product lot number. Hospital didn't return the tube for analysis. Procedure was a knee arthroscopy.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Typically, this type of event is caused by the end user disconnecting and reconnecting the tubing from the pump. On the tubing package, there is a label instructing the user as follows: "warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury." The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.